Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a consumer and from a health care provider (hcp) via a manufacturer representative reporting that the patient was still in pain and had not yet been replaced. It was scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the healthcare provider was notified on march 18, 2018 of the difficulty charging /poor coupling. The circumstances that led to the reported issues was the charging was not working properly and was restored by their aide. The batteries were changed and restored internal charging. The reported issues of difficulty charging and poor coupling was resolved. There was no surgery necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's surgeons wanted to replace the neurostimulator (ins) tomorrow but the manufacturer's stated they would not be ready for 2 weeks. Caller stated the manufacturer's representative redirected patient to patient services to find out why. Caller stated he was having the new system implanted. Caller stated he did not know if replacement was due to normal battery depletion. Caller stated all of a sudden the ins died and would not recharge. Caller stated his pain level was at a 15. Caller stated he is currently working with the healthcare provider about getting the replacement. Patient reported the ins being dead and not recharging occurred 2 weeks ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s device was not charging. Technical services explained that patient services stimulation department was closed and would be back monday morning. It was recommended that the patient call back during regular business hours or contact a managing physician. Device model number and physician were not collected. No further complications were reported/anticipated. Additional information was received from the manufacturer representative on (B)(6) 2018. It was reported that patient had poor coupling. The patient stated nothing was working and they have tried it 5 times. The patient further explained it does not seem as though the charge was taking place. The patient confirmed he meant when he is trying to charge the implant, it does not seem to work and further states they have the charger on the same spot for 2-3 ours. The patient was able to communicate with the recharger to get normal recharging screen and recharging. The patient confirmed coupling bars were empty but stated they had about 8 coupling bars shaded when they had ¿this thing¿ going. The patient states they are not doing it right like the way they normally do. The patient repositioned antenna and still conformed no coupling bras but the battery was flashing 1 or 2 bars. The patient states they had 8 coupling bars in the past for 2 or 3 hours and nothing happened. The poor coupling screen was seen. Additional information from the patient¿s primary care office called for physician listings to replace the ins. It was recommended the patient call back to troubleshoot further and get physician listings. The indication for implant was spinal pain.